Event description:
Ventilator malfunction at 0215 with nurse and respitory in attendance to intensive care unit pt. Machine showed following alarms "I:e ratio low pressure, high rate." Ventilator was reading respiratory rate of 45/minute, but pt was not being ventilated. Concha water bottle was sucked almost flat. Pt immediately taken off ventilator and ventilated manually until another ventilator was brought to bedside. No alarm sounded.